Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and swelling.

Event description:
Healthcare professional reports patient "presented with swelling". Ultrasound scan showed rupture. Device remains implanted. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b2, b5, d6b, e1, g2, h6.

Event description:
Device has been explanted and replaced.

Event description:
The patient's physician subsequently reported, "seroma containing old blood with fully ruptured implant".

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The patient's healthcare professional reported that the patient "presented with swelling", and an ultrasound scan showed rupture. The patient's physician subsequently reported, "seroma containing old blood with fully ruptured implant". The device has been explanted and replaced with another manufacturer's device. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.